Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the procedure was performed on (B)(6) 2012. The capsule did not attach and was recovered with a roth net. The patient was not injured following the procedure.